Manufacturer narrative:
Examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode broken off in the central. Broken electrode was not returned. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. A non-conformance was found; however, it was not related to this specific complaint failure. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 26 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. The risk of burns can be reduced (but not eliminated) by placing the electrodes of probes as far away as possible from the electrosurgical site and the return electrode. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn was being used during a shoulder arthroscopy procedure on (B)(6) 2021 when it was reported that "the metal tip on the edge wand fell off during surgery. They are not sure if it was left in the patient or not. Follow-up x-rays are scheduled for the patient's follow up appt." Further assessment questioning found that another wand device was used to complete the procedure with a 2-minute delay. It was to the surgeon's discretion that an x-ray was not taken at the time of surgery. To conmed's knowledge the follow up appointment has not taken place to date. No one in attendance stated that they saw the component fall into the patient. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of injury due to the user suspecting the component may have been left in the patient.